Event description:
On 10/19/2007, nellcor puritan bennett received a report that a warmtouch made a pop sound, smelled of smoke, and then would not turn on. There was no patient involvement reported. No other information was reported.

Manufacturer narrative:
The warmtouch 5200 patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.